Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a business partner. It was noted the patient¿s medical history also included an allergy to an unspecified medication. It was also reported that ¿bits and pieces¿/half¿ of the previously reported information was incorrect.

Event description:
The patient reported the pump was implanted in the wrong location. It took the hcp 3 separate surgeries to implant the pump and it still wasn¿t right but the patient didn¿t want a 4th surgery. Due to pump in wrong location, the day following any refill the patient would feel pain at pump site that will continue for 1-2 weeks. This happens every refill. The pump aches, like pain/cramps from a period and per the patient they have been menopausal and has not had a period for so many years now. The patient was also seeking a new hcp. The pump was empty for the 3 surgeries during implant. Interventions and outcome were not reported. Further follow-up is being conducted. If additional information is obtained, a follow-up report will be sent.